Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood was leaking from the sheath valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the sheath into the left atrium, the mapping catheter was placed in the sheath. Blood was then observed leaking from the sheath valve. The case was continued. After inserting the farawave catheter into the sheath, there was no longer any back bleeding noted. This was only observed when the mapping catheter was in place. The procedure was completed successfully with the original device without patient complications. The device is expected to be returned for laboratory analysis.